Event description:
The reporter states that she tested the customer and obtained blood glucose comparisons with results 36mg/dl, 36mg/dl and 96 mg/dl on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. The customer felt hypoglycemic with the blood glucose comparisons and treated herself. She felt better after treatment. No adverse event reported. New system sent to customer and return requested.